Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure a mild vasospasm was noted at the distal m1, however no additional intervention was done and the procedure was successful. The committee reviewed the event and determined the event to be a non-serious adverse event. The committee adjudicated the event with a probable relationship to the penumbra system, probable relationship to the angiographic procedure, and as unrelated to ivtpa and to the index stroke.